Manufacturer narrative:
The subject device was not returned to (B)(4) for evaluation but was returned to olympus (B)(4). Olympus china checked the subject device and found that the reported phenomenon could not be duplicated. (B)(4) reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (B)(4) surmised that the reported phenomenon was attributed to the temporary failure of the printed-circuit board or the influence of other than the subject device.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the set/actual flow rate indicator was abnormal. There was no report of patient injury associated with the event.